Event description:
It was reported that a patient with a 25mm aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, one (1) month due to severe aortic stenosis. The patient presented with chronic diastolic heart failure, nyha class ii symptoms. Due to a low left coronary height, and risk for acute occlusion with tavr procedure, the patient was referred for savr consult. A redo savr was not recommended as a treatment option due to extreme risk.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The subject device is not available for evaluation, as it remains implanted in the patient. The root cause for the stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of eight (8) years, one (1) month due to severe aortic stenosis. The patient presented with chronic diastolic heart failure, nyha class ii symptoms. The surgery was not performed due to the extreme risk for sternal complications and infections and the patient has a very high risk of mortality.